Manufacturer narrative:
Additional manufacturer narrative: through follow-up with the health-care provider, a copy of the patient's operative report was received. According to the operative report, the mitral valve was approached through the atrial septum. There was good visualization of the valve. The valve had thickened leaflets. The ring had pulled away from the anterior annulus. The ring was removed and the valve was replaced with an edwards bioprosthetic valve.

Manufacturer narrative:
(B)(4). The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections with no nonconformance.

Event description:
Patient and/or device status is reported to the edwards lifesciences implant patient registry. This registry is a patient tracking mechanism for serialized devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market registry. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not a conventional customer complaint. In this case, it was reported that the device was explanted after an implant duration of approximately 4 years and 6 months due to mitral regurgitation. Per the surgeon, the reason for explanting the device was not related to a device malfunction. No other details were provided.